Event description:
It was reported that there was myopotential oversensing on the right atrial (ra) channel leading to inappropriate atrial tachy response (atr) episodes. Inappropriate pacemaker mediated tachycardia (pmt) episodes were also stored due to atrial fibrillation (af). It was noted that the ra lead had been programmed to unipolar since the device change out procedure for an unknown reason. Technical services (ts) reviewed information and found that there had been atrial oversensing occurring for six years. Previous it appeared to be farfield sensing, however now it appears to have changed to myopotential oversensing. Ts suggested bringing the patient in to find the best programming option for the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).